Event description:
Lipid infusion was backing up into heparin line despite heparin infusing through anti-backflow (yellow end) of bifuse patient on lipids and line maintenance heparin infusing through bifuse and blue filter via PICC line. It was noted this am by bedside rn that lipids were backflowing into the heparin tubing despite heparin being connected to anti-back flow (yellow) valve. A new line setup was prepared and attached to patient. The previous tubing was collected and sent for analysis. A defective product form was completed.